Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave intermittent out of range signals. The out of range signals would last for about an hour and a half to two hours. Patient's parent reset the device and the out of range signal went away. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.